Manufacturer narrative:
Date of report: 29nov2018. Date of manufacturer: 28nov2018. The initial MDR, filed 04oct2018 was submitted in error.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit display was dim. Upon investigation it was revealed that the display was dark. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.